Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the food was delivered in less time than requested causing the patient to be overfed. The pump completed the feeding ten minutes early. There was no patient injury reported.

Manufacturer narrative:
Section was updated with the initial reporter's name and street address. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿overfeeding.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2016 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the patient was overfed.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2016 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.